Event description:
Reportedly, the physician interrogated the pacemaker involved in this MDR report on (B)(6) 2011; it was operating in vvi mode at 70min-1. However, it was found in standby mode when interrogated. It was not possible to reinitialize it even after several attempts. The pt was previously followed every 6 months only by magnet application. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.